Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy ((B)(6) 2006) due to pop, cystocele, sui. It was reported that patient underwent laparoscopic-assisted repair of incarcerated ventral hernia with mesh on (B)(6) 2007. It was reported that patient underwent mesh removal and cystourethroscopy on (B)(6) 2007 due to infected sling and chronic pain. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.